Event description:
It was reported by the affiliate that during an unknown procedure,the device could not staple. Another device was used to complete the case. No patient consequence. One device will be returned.